Event description:
The pt presented in 2003 complaining of "not getting relief." Both the rotor and dye studies performed in 2003 showed everything as normal. Two mos later the pt presented with nausea and an increase in pain. At that time, the expected reservoir volume was 1.8ml while the actual reservoir volume was 2.5ml. The pt's pump was then refilled. The pt is reported to have recovered.